Manufacturer narrative:
This report is filed on 30 october 2019.

Event description:
Per the clinic, the patient experienced pain at implant site; subsequently the internal magnet was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device.